Manufacturer narrative:
(B)(4). Device evaluated by MFR. :the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the tibial artery. A 300cm straight tip v-14 controlwire was advanced to the target lesion. However, during the procedure, the tip of the guide wire detached and was remained inside the patient's body. The device was removed and snaring of the detached tip was attempted but was unsuccessful. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Type of reportable event corrected from malfunction to serious injury. Device evaluated by MFR.: the complaint device was returned for analysis. Unit returned in a generic plastic bag. The unit returned has distal tip damage. The device has the body and distal tip kinked; also, has the distal tip detached at 299cm from proximal end. The overall length of the device was within specification. The outer diameter (od) of the middle of the device and proximal section are all within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the tibial artery. A 300cm straight tip v-14¿ controlwire® was advanced to the target lesion. However, during the procedure, the tip of the guide wire detached and was remained inside the patient's body. The device was removed and snaring of the detached tip was attempted but was unsuccessful. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.